Event description:
The patient received a skin shock during an electrotherapy treatment. The clinician prescribed the interferential electrotherapy waveform. The patient was being treated for back pain. The treatment was being applied with the large oval electrodes. The clinician indicated that the electrodes were being stored in a cabinet until used on the patient. The clinician could not recall if any pre-treatment skin preparation had been performed.